Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving 2000 mcg/ml fentanyl at 1691.5 mcg/day and 20 mg/ml bupivacaine at 16.915 mg/day via an implantable pump for spinal pain. It was reported that a motor stall and stopped pump may exceed tube set was seen. The patient had not recently had an MRI. It was noted the patient had imaging done on their back, but that was after the motor had already stalled. The patient had no symptoms. The motor stall occurred on (B)(6) 2017 and tube set occurred on (B)(6) 2017. No further issues were reported or anticipated.